Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and bladder control. It was reported that the patient had started having bladder accidents several weeks ago. They went to adjust their settings and saw the por (power on reset) screen; therapy had turned off and reset to shipping parameters. It was noted that the patient had been going to a chiropractor where they only used manual manipulation, but the patient was worried that it would affect their device. It was recommended that they follow up with their healthcare provider, and the patient stated that they did not have a managing physician, so they were sent a listing of healthcare providers in their area. No further patient complications are anticipated or expected as a result of this event.